Event description:
Additional information was received from the hcp. They reported that the cause of the patient feeling electrocuted on their hips was not determined. The most likely cause/contribution was stated as irritation from incision. As resolution, pain control was mentioned. The symptoms had improved. The issue was of the device being electrocuted in their skin was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinary/bowel dysfunction. It was reported that on their hips it was like they were being electrocuted in their skin. The patient stated they took the tape off on christmas and since then they were having the electrocuting sensation. Agent asked if patient could feel the stimulation and patient said they did decrease the stimulation and they felt a difference for a while but then the electrocuting sensation came back and they don't want to decrease it again. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.